Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing. The signal is split or fractionated. Boston scientific technical services (ts) discussed that the options are limited to increase rv sensitivity and or evaluate unipolar rv sensing or automatic gain control. This rv lead remains in service. No adverse patient effects were reported.